Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The primary reverse procedure employed tornier implants, including the shoulder ID baseplate and perform humeral. The observed baseplate failure is attributed to likely over-lateralization, stemming from the thickness of the shoulder ID baseplate and a lateralized glenosphere. There was also a screw breakage.

Event description:
The primary reverse procedure employed tornier implants, including the shoulder ID baseplate and perform humeral. The observed baseplate failure is attributed to likely over-lateralization, stemming from the thickness of the shoulder ID baseplate and a lateralized glenosphere. There was also a screw breakage.

Manufacturer narrative:
The reported event of implant migration and screw breakage can be confirmed could be confirmed since x-rays were provided. A device inspection was not possible since the affected device was not returned. Since x-rays were provided, the opinion of the medical expert was requested and stated as following: whether the implant was correctly planned and correctly implanted cannot be assessed from the x-ray showing the implant migration alone. The event of implant migration and screw breakage can be confirmed. Screw breakage is secondary to implant migration and not a root cause. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.